Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine (1mg/ml, 0.248mg/day) in an implantable pump for non-malignant pain and complex regional pain syndrome type I. The patient felt the pump move in the pocket. A refill was performed on (B)(6) 2016 and the hcp experienced difficulty refilling the pump; "felt it was probably flipped at some point and flipped to normal position." The expected residual volume (erv) was 11.3ml and the actual residual volume (arv) was 35ml. The patient indicated the pump was controlling their pain and the personal therapy manager (ptm) doses helped. The patient was scheduled for a dye study on (B)(6) 2016 and a catheter revision was planned to occur if the catheter was no longer intrathecal upon study completion. The issue was considered to be ongoing. The patient's status at the time of the event was stated to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.